Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient therapy stopped due to power on reset (por). The patient reported that she fell 2 weeks prior to the report and she visited her regular doctor the next day and it was determined that she had bruises above her implant site and on her lower leg and hip. It was reviewed with the patient the steps to clear the por. It was indicated that they were successful in clearing the por and they turned therapy back on. It was noted that the therapy was adequate. The patient was able to turn stimulation on and they confirmed they were feeling stimulation. Additional information from the patient reported feeling increased stimulation whenever she turned a certain way. This happened when sitting in a chair or raised her hand. The patient mentioned getting a screen and did not see the coupling bars. Patient services reviewed the meaning of the charge sufficient screen with the patient after they indicated getting a screen and did not see the coupling bars. After troubleshooting, it was determined that the patient saw the charge sufficient screen which meant the ins was sufficient for use and they saw charge sufficient screen. The patient's recharger and patient programmer was working as designed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.